Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection record for the reported wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire became detached. The target lesion was located in the distal superficial femoral artery. During the final pass using the oad, the tip of the guide wire became detached. The wire fragment was successfully removed and the patient was stable following the procedure.